Event description:
Boston scientific received information that this pacemaker was going to be reprogrammed to decrease the lower rate limit due to hospice, however the device could not be interrogated. Multiple programmers were attempted, but were unsuccessful. No further troubleshooting was planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device data found the device declared elective replacement time (ert) after explant. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Further analysis was performed and appropriate telemetry function was confirmed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the patient expired. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). Records indicate this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.